Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. 4.00 x 32mm synergy? Xd drug-eluting stent was advanced for treatment. However, during advancing, the stent shaft was broken. Subsequently, another 4.00 x 32mm synergy? Xd stent was advanced, and the shaft was also broken. Both devices were pulled and removed from the patient. The procedure was completed with a different device successfully with no patient complications reported.

Event description:
It was reported that shaft break occurred. A 4.00 x 32mm synergy? Xd drug-eluting stent was advanced for treatment. However, during advancing, the stent shaft was broken. Subsequently, another 4.00 x 32mm synergy? Xd stent was advanced, and the shaft was also broken. Both devices were pulled and removed from the patient. The procedure was completed with a different device successfully with no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR.: a synergy xd mr us 4.00x32mm, stent delivery system was returned for analysis. Visual and tactile inspection identified a break on the hypotube at 27.7cm distal from the strain relief with multiple kinks along the length. No kinks or damages on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. No issues noted to the stent profile. The bumper tip showed signs of damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis.